Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to sensing anomaly. An insulation anomaly was noted. As such, the lead was capped.

Manufacturer narrative:
No medwatch form was received.